Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "implant had leaked or ruptured resulting in silicone spreading throughout her upper left chest."

Event description:
Patient representative reported "implant had leaked or ruptured resulting in silicone spreading throughout [patient's] upper left chest." Patient representative also reported patient was diagnosed with "raynaud's syndrome and hoffman's disease and with suspicion of multiple sclerosis," these events are not related to the device. Device remains implanted. This record is for the left side.